Event description:
Additional information was received. The patient went for computed tomography on (B)(6) 2026 and when the patient returned hematuria was present.

Manufacturer narrative:
B5 additional information was received. D4 serial number was revised. D6b explant date was received and added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock at pump implant. The underlying medical history was not shared. On the day after implant the team observed hematuria in the pink/red urine. This was observed after the foley catheter was inserted. Echo imaging revealed the pump to be in good position so, to treat the hematuria the team titrated the medications to reduce afterload. No other intervention has been done to date and the pump remains on for support. Gross hematuria can have many causes, inclusive of traumatic foley insertion. The relationship of the pump use to the hematuria is not definitively known.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4 primary UDI number was updated.